Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose of 55 mg/dl to 400 mg/dl which was treated with manual injection and glucose tablets respectively. Customer¿s current blood glucose was unknown. Customer alleged possible under delivery. Customer stated that insulin exited at quick release. She declined to troubleshoot for low blood glucose. Customer performed displacement test and passed. Insulin pump will not be return for analysis.